Event description:
On (B)(6) 2019 while performing morning water checks, it was noted the ph was running high from the machines. To perform dialysis treatment the ph can be no higher than 7.6 and were attaining 7.7 to 7.9 samples. Immediately we notified the dialysis director of what was occurring. We tested different lot #'s of dialysate solutions starting with citrasate to determine if that was causing the elevated ph and there was no change, the ph remained elevated. We tested different dialysis machines, and portable ro's and it remained elevated. A different product was tested (naturlyte) on the machine and the ph returned within range. Orders for treatment were changed to start treatment using naturlyte instead of citrasate, however we continued to test to see what could be causing elevated ph. The city water was checked and that was within range from the previous aami panels performed in (B)(6) on multiple portable ro's. Engineering came and tested water samples as well with everything falling within parameters. Biomed performed preventative maintenance on the machines and no setting had been changed to cause the elevated ph. Dialysis has two types of dialysis machines one that has powdered form of bicarb and one that uses liquid jugs of bicarb. The machine that uses the powdered form of bicarb was tested and the ph was within range. Logistics was notified and brought another batch of bicarb with a different lot number and those tested within range. The old lot numbers were disposed of and the new lot numbers are being used with the appropriate ph values coming into range. No patient harm was caused with this incident. Through process of elimination and multiple different product and water test it narrowed down to the liquid bicarb lot# 938818.